Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump's piston was frozen. The customer¿s blood glucose value was unknown. The customer stated that there was a crack in the battery compartment. The device will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test and occlusion test. Prime or fill anomaly not confirmed. Device failed the self test due to no vibration caused by moisture damage on the harness assembly vibrator. Moisture damage was also found on the electronic assembly, motor and force sensor during visual inspection. Device received with corroded battery tube and battery tube spring. P-cap or reservoir locked properly in place. Device received with cracked battery tube threads.